Event description:
It was reported that this patient has been symptomatic with shortness of breath with reported unusual electrograms (egms) since pacemaker replacement. Technical services (ts) was contacted for data review and troubleshooting recommendations for a suspected lead integrity issue. Ts reviewed device data and noted noise oversensing was present on the atrial channel, leading to stored atrial tachy response (atr) episodes. A high number of pacemaker mediated tachycardia (pmt) at the maximum tracking rate was noted. Ts provided troubleshooting recommendations. This pacemaker remains in-service at this time. No additional adverse patient effects were reported.